Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set came loose while the patient was asleep. This resulted in a high blood glucose event, and the patient was hospitalized with a blood glucose value of 27 mmol/l and symptoms including feeling sick and flu like symptoms. Ketones were measured 0.6 mmol/l. The patient received manual insulin injections and was discharged in less than 24 hours. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united kingdom